Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia and stated that a dexcom sensor malfunction caused the ilet pump to interpret glucose readings as lower than actual, leading to inappropriate insulin delivery; additional details were requested from the user. Symptoms included insufficient information to characterize specific clinical manifestations. Outcomes included insufficient information to characterize impact on health status. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, and the medical device problem, component involvement, and clinical details were insufficient to determine a specific device fault. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.